Event description:
It was reported that the patient's settings were indicative of a faulted system diagnostics test. A review of the history available on the handheld programming computer found that on (B)(6) 2012, the patient's settings were as intended. A faulted system diagnostic test likely occurred on that date after the interrogation. No adverse events were reported as a result of the change in settings. The unintended settings were changed upon discovery.